Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device entered into critical override. A technical support specialist dialed into the station and found no communication errors. Time and date were accurate. The tss found that the device entered critical override due to connectivity issues with the synchronization server throughout the day. No notices were seen, and no communication errors were found during investigation. The tss found that issue was resolved, and synchronization was current. The system functioned as intended after the hospital it team resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had critical override, not showing various patient profile or allowing some meds to be accessed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had critical override ,not showing various patient profile or allowing some meds to be accessed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.